Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during two procedures the handpiece damaged two intraocular lenses (iols). Additional information was requested.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. An opened company iii iol was returned for evaluation for the report of damaged successively 2 implants. A review of the device history records traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. A photo provided was reviewed by the investigation site. The photo shows a company iii iol assembly, the reported event cannot be confirmed on the photo. The company iii iol handpiece was visually inspected and deemed nonconforming. The plunger head was bent upward. A functional thread to barrel engagement check was performed and deemed conforming. A dimensional plunger position height check was performed and deemed nonconforming. The complaint evaluation confirms the injector plunger has a bend at the plunger head resulting in a high plunger position. How and when the plunger position became damaged cannot be determined from this evaluation. The most likely root cause for the nonconforming plunger height is from poor handling. This injector has been in service for approximately twelve years. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).